Event description:
Customer had a problem with a maxid catheter. According to the customer catheter implanted in 2002, explanted in 2003. "The cuff remained in the patient. Possible additional surgery to remove the cuff."